Manufacturer narrative:
H6: health effect- clinical code: 4581- lens rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned but this did not resolve the problem. The lens was exchanged for a longer length lens and the problem resolved. Cause of the event was reported as unknown.